Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (damage with moisture ingress) issue. It was reported that the pump had no power and the battery compartment was cracked. It was noted that there was moisture in the battery compartment. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Product analysis: the device was returned and evaluated by product analysis on 06/06/2017 with the following findings: the power issue and moisture issue could not be duplicated or conformed during investigation. Review of the black box shows unexplained rebooting event on (B)(6) 2017. A battery compartment crack were observed. No moisture was observed within the battery compartment. Leak testing revealed a battery compartment leak. The returned battery cap was able to secure properly to the pump. The pump successfully completed a prime sequence and 24-hour exercise test without issue or alarm. No damage or defect was found to the pump¿s internal components. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).